Manufacturer narrative:
(B)(4). The sample was received for evaluation and an inflation/deflation test was performed air was applied to the cuff and it was observed the cuff held the air. All manufacturing controls were found effective and properly implemented to detect the reported failure mode. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported when they inserted the tube in the patient it leaked. The tube was removed.